Event description:
It is reported that the device was implanted in 2009, and revised in 2009, due to dislocation.

Manufacturer narrative:
Eval summary: the device was in vivo for approximately 3 months. No product was returned for eval. Also, no x-rays or operative notes were returned for review. It is unk if an endo femoral head adapter was used. It is unk if the components were implanted with the correct fit and orientation per the surgical technique. The pt's sex, height, weight, age, and activity level are unk. The rehabilitation program, both physical and pharmacological and compliance thereof are unk. Based on the available info and observations, the dislocation may have been due to one or a combination of the following mechanisms: unsatisfactory placement of the component parts (shell, stem and/or liner), extent of component stability, extent of soft tissue tension, impingement, head reduction multiple times prior to ring assembly, head reduction after ring assembly, incompatible head or stem and pt behavior. However, based on the provided info a definitive root cause can not be ascertained at this time. Eval: results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation. The need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.